Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The capsule lodged in the arytenoids and was later observed in the antrum of the stomach. It was not retrieved. No serious injury to the pt was reported.

Manufacturer narrative:
This report is being sent following internal audit.